Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed. Signals in the rdf do not indicate a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the rdf and the trima accel sys operated as intended. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the high wbc measurement. The equipment has been used successfully since the time this procedure was run without any issues. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit # (B)(6). No medical intervention was reported by the customer. The disposable set is not available for eval because the customer disposed of it. This report is being filed due to device malfunction that has the potential for injury.